Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Event description:
On (B)(6) 2012, a patient was implanted with an gore-tex vascular graft - thin-walled removable ringed configuration in a femoral-femoral bypass to treat lower limb ischemia. It was reported to gore that on (B)(6) 2012, the vascular graft ruptured and caused a hemorrhage. The graft was explanted and a new graft was implanted. The patient was transfused with 3 units of blood as a result of the bleeding.